Event description:
It was reported that the internal magnet was explanted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on 18 march 2021.

Event description:
Per the clinic, the patient developed skin breakdown with exposure of the implant magnet. Explant is planned but has not yet occurred as of the date of this report.